Manufacturer narrative:
(B)(4). Additional information: review of the device service history revealed no issues that could have caused or contributed to the patient passing away. During follow up for an unrelated condition, additional information was received from global pharmacovigialence (gpv). The peritoneal dialysis nurse (pdrn) reported that the patient lost weight, had high blood pressue, and died. The pdrn identified the patient as "a female". The pdrn also confirmed that the patient was using a dianeal single bag and the patient had died. The device was not returned for evaluation. The issue with regards to the device could not be confirmed. The assignable cause could not be determined.

Manufacturer narrative:
(B)(4). Baxter is in the process of requesting the device for evaluation. Should additional information become available, a follow-up report will be submitted.

Event description:
During follow-up for an unrelated alarm in which it was reported that the patient lost weight and their blood pressure was down, global pharmacovigilance (gpv) received the following information: the pdrn confirmed that the patient had lost weight and clarified the statement, "blood pressure was down," was the intended response to peritoneal dialysis (pd) therapy because the patient had high blood pressure. The pdrn also confirmed that the patient was using a dianeal single bag and the patient had died. The pdrn declined to provide any further information.